Manufacturer narrative:
Concomitant medical products: 694758 lead, 419388 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited increased sensing integrity counter (sic) and high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.